Manufacturer narrative:
(B)(4). Date of event: unknown, assumed first day of month that complaint was reported. Batch # x9582e. Additional information was requested and the following was obtained: 1. Please clarify how the ¿nails are not fired well¿. After fired, clip was fed into jaws, but stuck in jaws. 2. Did device not feed clips? No. 3. Did device feed clips sideways? Unknown. 4. Did device not fire clips (jammed)? Unknown. 5. Did device fire malformed clips? No. 6. Did device fire scissored clips? No. 7. Did device drop or eject clips? No. 8. Were there any patient consequences? No". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 7 clips were found inside the clip track. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the nails are not fired well. No patient consequences.